Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 7 months. The device remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced blood in the stool. The patient was admitted on (B)(6) 2016 with a hemoglobin of 7.2 g/dl and a hematocrit of 20.4%. A tagged blood cell study demonstrated mild accumulation of radiotracer in the right lower abdomen, suggestive of slow gastrointestinal bleeding from the cecum. A colonoscopy was performed on (B)(6) 2016 which found pinpoint oozing from the area behind the ileocecal valve suggestive of dieulafoy's lesions. Two endoclips were placed and 5ml of dilute epinephrine was injected at the site. The patient was transfused with 3 units of packed red blood cells. The patient's anticoagulation regimen at the time of admission was aspirin and coumadin and the inr was 2.0. As of (B)(6) 2016, the patient's gi bleeding had stabilized. The patient was discharged on (B)(6) 2016.